Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose reading at the time the issue started was 417 mg/dl. The drive support disk appeared normal and recessed. No air bubbles or leaks were noted in the reservoir or tubing and insulin exited with a manual prime. The insertion site was not sore or irritated. The time and date were correct. All bolus entries were correct based on the customer's recollection. The customer was unable to perform a high pressure test and was advised to call back to complete troubleshooting.